Manufacturer narrative:
Description: (B)(4) race niti #40 .10 19mm. The customer returned product of the same type and lot number as noted in the complaint. This return was evaluated by company personnel. Product referenced in the complaint is a brasseler USA race nickel titanium endodontic file, size 40, with a 19 mm length from the hub to the tip of the file, and a 10 mm working length. A package with lot #0925 was returned. This is a 5 pack package, but 6 items were returned inside of package. All of the pieces in the return were unbroken. The cause of the breakage is unknown, as no broken files were returned for evaluation. This product is disconnected and no longer available.

Event description:
Dental office advised that during a procedure, three files broke off in the patient's mouth. Each time the dentist was able to retrieve the files.